Event description:
This report is being filed because the clip delivery system (cds) was returned with tissue on the clip. Although the account reported that the tissue likely came from post-procedural contamination/handling, this is being conservatively filed for the noted tissue on the clip, which may suggest that the clip came into contact with tissue in the patient's anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During steering and alignment in the atrium, it was noted that the clip delivery system (cds) always turned to the lateral and medial side; thus the cds was removed without issue. A new cds was used and the mr was reduced to 2, with no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided. The cds was returned with tissue on the clip. Follow-up information from the account stated that the clip did not come into contact with the atrium and there was no tissue damage during the procedure. Reportedly, it is likely that the tissue noted on the returned device is from post-procedural contamination/handling.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty positioning the device in the mitral valve could not be replicated in a testing environment; however, the delivery catheter (dc) shaft was noted to be bending during testing. The observed dc shaft bending likely caused the reported difficult to position. Potential causes for bends in the dc shaft resulting in difficulty positioning the device can include, but are not limited to: user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design. Or labeling.